Event description:
Pt underwent an x-stop procedure at levels l3/l4 and l4/l5. It was reported that approximately 12 days following the procedure, both implants were removed due to an infection of unk origin, at the treated levels.

Manufacturer narrative:
Device #2: catalog #1-2214, lot #2052841, expiration date: 01/2009.: device MFR date: 1/2007. Method: follow up conversation with treating physician. Results: no conclusion can be drawn at this time.